Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received from the consumer reported that after some reprogramming, the device was put on a pulse that would make the patient have to charge it every 2 or 3 days. The patient did not want to have to charge that often. The patient again said that she watched a (B)(6) video on how to remove the implant and that she could do it herself. The patient was informed that attempting to remove the device herself was not wise and a patient should never perform surgery on themselves. The indication for use was non-malignant pain. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that there was a loss of therapeutic effect. The symptom occurred after a fall in the first week of (B)(6). A coyote got her dog and the patient chased the coyote, beat it with a golf club, got her dog free, chased her dog, and fell in wet grass. Following the fall the implant had been ¿acting weird¿ and she was waiting to go in for reprogramming. The patient also fell backwards off a scale in the doctor¿s office on (B)(6) and broke her wrist. After the fall there was no stimulation sensation and the ins stopped working. The patient met with a healthcare provider (hcp) and manufacturing representative (rep). The rep turned the ins off and the patient was advised to still recharge. The next hcp appointment was (B)(6). An hcp told the patient she might need a revision. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the physician would not revise the placement due to the fall. The patient's issues were not resolved. If additional information received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient went to the healthcare provider (hcp) five days after a fall on (B)(6) 2015 and the hcp turned off the stimulator. The patient went back to the manufacture representative and hcp on (B)(6) 2015 and the device was turned on but the patient was feeling stimulation in her arms only and not her neck and back where she needed it. The hcp stated there was something wrong with the implantable neurostimulator (ins) and was recommending the removal of the device, but also stated he would not do it and recommended the patient go to the original implanter. The patient wasn't sure what part of the device was damaged, but they were having stimulation in the wrong location. It was stated that the patient had an appointment with the implanting doctor next week and it was recommended that the patient discuss the removal of the ins. The patient stated the implanting doctor doesn't like to remove the devices. It was reported that the patient said she found a you tube video showing how to remove a pain stimulator device and she thinks she can do this procedure herself. The patient stated "if it ison you tube you can do it" and "se is dead serious and she has a scalpel and enough medical training to figure it out." It was verified with the patient that she was not medically trained and the patient was reminded that she could kill herself if she tried to remove the device on her own. The patient was informed that she needs to consult with a medical professional to have the device removed. Additional follow-up is being conducted, if more information is found a follow-up report will be sent.

Event description:
Additional information received reported that the patient had seen the implanting physician and the physician said that "it won't work." The patient reported that no one will remove the device and an attempt was made to clarify if the implanting physician had been asked to remove the device. The patient stated that she will just need to leave the device in or remove it herself as she watched on (B)(6). Physician listings were offered and the patient declined. Additional follow-up is being conducted, if additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding her device or therapy but she was working with her doctor or manufacturing representative (rep). Appointment dates were to be scheduled. It was noted that when the patient fell at the hospital on (B)(6) 2015, she broke her 2 front teeth, wrist, and cracked her tailbone. She also had bruises from her waist to the middle of her calf. She stopped feeling stimulation after that date. After the fall, the healthcare provider (hcp) did an endoscopic on her then sent her to the emergency room. She met with a manufacturing representative (rep) and he was not able to get the implantable neurostimulator (ins) to stimulate the other arm, so they turned off the ins. She had an x-ray that showed the leads looked good and were in the same spot. She was supposed to get stimulation for her 2 fingers, shoulder, and neck, but she was feeling stimulation in the other 3 fingers and arm. She had an appointment with the hcp but it was cancelled and rescheduled to (B)(6). The hcp mentioned having a revision. It was noted that her kids told her to get off drugs she was on for 12 years. She went through detox for a month to get it out of her system and now she had the spine stimulator and it was great, and she told people about it all the time. No outcome was reported regarding this event. Further follow-up is still being conducted to obtain this information. If additional information is received, a follow-up report will be sent.